Event description:
On 1/31/99, when removing the jackson pratt drain, the external suture was clipped, the tubing was pulled on, and the drain was withdrawn easily with no resistence. Approx one inch of the drain came out and the remainder did not. The remaining portion could not be seen. Pt was returned to surgery the next am for laparoscopic removal of measuring 17.8 cm of drain retained. On exam, both pieces reveal a smooth separation of material approx 2.5 cm distal to the skin surface. Drain was only sutured on the outside tubing. Upon removal, the end retained was lying freely in the pelvis. After investigtion, unable to tell if device was a MFR defect or exact cause of event.